Manufacturer narrative:
Eval summary: three devices were received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported the devices were sent to the caller because they did not work at all at the beginning of the case. A fourth instrument worked and the case was completed with no pt consequence. The customer had no details on the specific problem.